Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to clinic for a normal follow-up, upper out of range high voltage lead impedance measurements were observed for the past year. The patient was asymptomatic. Performing a defibrillation threshold testing was recommended. The institution has unable to get in contact with the patient. The most recent lead testing found stable measurements.